Event description:
It was reported during a routine office visit, that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. A technical service (ts) consultant, provided recommendations to replace the device. The device remains implanted. No adverse patient effects were reported. Additional information was received that this crt-p device was explanted, and a new device implanted. The device was discarded at the facility, and will not be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Sufficient objective evidence is not available to confirm the reported observations. This investigation will be updated should further information be provided.